Manufacturer narrative:
A customer reported a false susceptible amoxicillin / clavulanic acid (amc) result (mic = 8) for klebsiella pneumoniae in association with the vitek® 2 ast-n340 test kit. Repeat testing produced an amc resistant result (mic = >16). Disc diffusion was resistant (diameter = 11mm). An investigation was performed. Testing included agar dilution (ad) with an increased concentration of clavulanate acid which was the method used for amc01n development on ast-n340 card according to clsi. The result was amc mic = 4/2 mg/l s. The vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic) was tested with two (2) cards (one from customer lot 7800427203 cl and one from the random lot 7800341103 rl). For amc : susceptible results were obtained (cl = 4 mg /l s and rl = 8 mg/l s). The amc values are within essential agreement with the reference mic (ad = 4/2 mg/l s) and no category error the resistant customer result is not reproduced for amc. Conclusion : for amc, the results are in essential agreement compared to the reference methods (agar dilution). The resistant customer result was not reproduced. The vitek 2 ast-n340 cards performed as intended for amc.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible amoxicillin / clavulanic acid (amc) result (mic = 8) for klebsiella pneumoniae in association with the vitek® 2 ast-n340 test kit. Repeat testing via ast-n340 provided an amc resistant result (mic = >16). The customer stated they systematically perform disc diffusion whenever they obtain this type of result. Alternate method testing via disc diffusion obtained a result of resistant (diameter = 11mm). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Note: though the ast-n340 test kit is not marketed or sold in the united states, the amc antibiotic is registered with the FDA and contained on other vitek® 2 test kits that are marketed and sold in the united states. Biomérieux investigation will be initiated.